Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. Additionally, the wound was irrigated with antibiotic solution before closure. However, the patient touched the wound, did not take the prescribed antibiotics, and may have used a wrong medical ointment. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance as they touched their wound (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection and their wound not healing. Antibiotics were prescribed, an explant procedure was performed on (B)(6) 2023 and a new lead was implanted. The patient is doing well at the moment, there are no further problems, and the wounds are healed.